Event description:
It was reported that this healthcare clinic received a remote alert that this device had entered safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. It was indicated that the device would not be returned for evaluation.

Event description:
It was reported that this healthcare clinic received a remote alert that this device had entered safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. It was indicated that the device would not be returned for evaluation.

Event description:
It was reported that this healthcare clinic received a remote alert that this device had entered safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. It was indicated that the device would not be returned for evaluation.